Event description:
The customer reported that during surgery, the cautery pencil remained activated even when the surgeon was not pressing the button. There was no harm to pt or personnel.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.